Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 70% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). A 330cm rotawire was selected for use. During the procedure, it was noted that the wire was unable to cross the lesion. The procedure was not completed due to this event. There were no patient complications reported.